Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had helium sensor failed. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code , investigation findings ). Updated field : b4 , g3, g6 , h2 , h11.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) helium sensor failed. There was no patient involvement reported. A getinge field service engineer (fse) stated that the customer has declined getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.